Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g1, g3, h6, h11. MDR section codes updated/corrected: d. The revision was likely the result of prosthesis fracture of the center cage leading to fracture, wear, and disassembly of the glenoid component. The cause of the center cage fracture cannot be confirmed but may be due to improper initial seating of the glenoid and/or due to off-axis drilling of the peripheral pegs resulting in the rocking horse phenomenon. However, the cause and series of events cannot be confirmed as the devices were not returned for evaluation, and initial post-operative radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis fracture of the center cage leading to fracture, wear, and disassembly of the glenoid component. The cause of the center cage fracture cannot be confirmed but may be due to improper initial seating of the glenoid and/or due to off-axis drilling of the peripheral pegs resulting in the rocking horse phenomenon. However, the cause and series of events cannot be confirmed as the devices were not returned for evaluation and initial post-operative radiographs were not provided. D10: 531-78-20 - shouldr gps hex pins kit (B)(6). A10012 - gps implant kit v2 (B)(6). 300-01-09 - equinoxe, humeral stem primary, press fit 9mm (B)(6). 300-20-02 - equinox square torque define screw drive kit (B)(6). 300-50-15 - 1.5mm short rep plate (B)(6).

Event description:
As reported, approximately 4 years and 4 months post the initial right total shoulder arthroplasty, the patient was revised due to a failed glenoid. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.